Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth.

Event description:
The customer reported during treatment tooth pain that resulted in necrosis of a tooth; the customer was not able to provide the impacted tooth number. The customer required medications to heal and medical intervention was required. It is unknown if retainers use was discontinued.